Event description:
It was reported that during a coronary intervention procedure to treat a long in-stent restenosis of the lad, a dissection was noted. The physician was attempting to angioplasty the in-stent restenosis in the lad. A long, occlusive dissection occurred. The physician deployed a taxus express2 drug eluting 2.5 x 24 mm stent and a taxus express2 drug eluting 2.5 x 16 mm stent to successfully treat the dissection. The pt received plavix and heparin pre-procedure; heparin and aggrastat during the procedure; heparin, aggrastat, and plavix post procedure, in addition to other medications. No other pt injuries or complications were reported.